Event description:
The hcp reported the patient experienced a pump pocket erosion that led to an infection. The pump was explanted. The hcp was considering administering oral baclofen via the patient's g-tube. A follow up report will be sent when additional information is received.